Manufacturer narrative:
(H3) as reported by the exactech knee clinical study, the 74 y/o male patient experienced infected ltka, chronic. Then, 3 months later the patient had a revision with placement of an antibiotic spacer. It was reported the event is unlikely related to the device but possibly related to the procedure. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-65-3011). Tibial tray (cat# 02-022-45-3030). Tibial stem extension (cat# 02-012-60-1440). Patella (cat# 200-03-35). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the exactech knee clinical study, the (B)(6) y/o male patient experienced infected ltka, chronic. Then, 3 months later the patient had a revision with placement of an antibiotic spacer. It was reported the event is unlikely related to the device but possibly related to the procedure.